Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the jaw's coating came off from the hemopro device. A replacement unit was used to complete the procedure. The hospital stated there may possibly be coating residue left in the leg. Product is returning. In 2009, maquet received additional info that the harvester had to make three additional incisions to get foreign material out. There was no further adverse to the pt.

Manufacturer narrative:
Investigation results: visual inspection observed that the tip of the cold jaw boot was missing from assembly. The proximal portion of the cold jaw boot was torn near the hinge assembly. The reported complaint is confirmed. Further investigation observed that a deep burn impressing from the cutter wire of the tri-heater assembly was present on the serrated section of the cold jaw boot. Resistance measurements, functional pre-cautery and continuity tests were conducted and there were no non-conformances discovered during the investigation. Device meets electrical product specs. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.